Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 continuous glucose monitor (cgm) sensor with the ilet, with the cgm app receiving glucose readings while the ilet did not, leading to a pairing failure and impending dosing stop notification. Customer care provided support that included guided troubleshooting with the user. Investigation of this case revealed a communication or connectivity failure between the ilet and the dexcom g7 sensor despite sensor functionality on the dexcom application, consistent with a pairing or software communication issue within the ilet receiver interface. No adverse clinical effects during the event reported. Outcomes included interruption risk to automated insulin dosing due to loss of cgm connectivity without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device connectivity error and software-related communication limitations between the ilet and the cgm system.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.